Event description:
The customer reported that the patient, who had an exeter stem implanted on (B)(6) 2001, allegedly had a fall in 2011 and that the pain never settled. The customer further reported that the patient presented in a lot of pain on (B)(6) 2012. Revision surgery was required on the (B)(6) 2012 due to a broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the device was not returned to stryker. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the patient, who had an exeter stem implanted on (B)(6) 2001, allegedly had a fall in 2011 and that the pain never settled. The customer further reported that the patient presented in a lot of pain on (B)(6) 2012. Revision surgery was required on the (B)(6) 2012 due to a broken exeter stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.